Event description:
Reportedly, "cable not working". Does not work. No patient injury reported.

Manufacturer narrative:
Evaluation summary = trilens damaged. An edwards electronic technician evaluated the optical module and found that the trilens was damaged causing the svo2 drift. The trilens was replaced. The service history record was reviewed and all manufacturing requirements were met.